Manufacturer narrative:
Field service engineer (fse) was dispatched to evaluate the customer complaint. Through diagnostic testing protocol, fse found weak venting at line #3. Fse replaced multiple valves associated with the plumbing for cuvette washing to resolve the intermittent dripping issue. No further issues have been noted. (B)(4). Associated MDR: 9612296-2015-00062.

Event description:
The customer reported the potential for erroneous results to be produced on the au2700 clinical chemistry analyzer. The customer noted intermittent dripping from the wash station that could lead to a cuvette overflow event. There was no report of erroneous results associated with the leak event. There was no death or serious injury related to the leak. The customer was wearing the appropriate personal protective equipment. There was no exposure associated with this event. Customer stated that control (qc) recovery before and after the event was acceptable and with facility ranges.